Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
Infutronix solutions received a complaint from a healthcare professional, who reported administration set leaked during patient infusion. Area of leak is unknown. Device operator was a nurse. Medication being infused was 5fu. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.